Manufacturer narrative:
The report states: litigation papers allege in approximately (B)(6) 2009, patient began experiencing symptoms, including but not limited to, grinding and popping, weakness, discomfort, pain and soreness, which in turn negatively affected his ability to walk, move and sleep. Upon information and belief, patient is scheduled for revision surgery in (B)(6) of 2011. Doi: (B)(6) 2007 - dor: no revision reported at this time. Patient is a resident of (B)(6). Update: (B)(6) 2011 - the sales rep reported the revision surgery. Part/lot numbers were identified. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege in approximately (B)(6) 2009, patient began experiencing symptoms, including but not limited to, grinding and popping, weakness, discomfort, pain and soreness, which in turn negatively affected his ability to walk, move and sleep. Upon information and belief, patient is scheduled for revision surgery in (B)(6) 2011. Update: (B)(6) 2011 - the sales rep reported the revision surgery. Part/lot numbers were identified.